Manufacturer narrative:
Date of event is unk. Per journal article, the procedure was performed between january 2006 and december 2007. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed.

Event description:
Per journal article, it was reported a pt had complications following a tonsillectomy procedure involving severe pain requiring treatment from postoperative days 11 to 14 with morphine, penicillin, and intravenous hydration. The pt continued to experience pain on day 14 following the procedure. The procedure was performed between january 2006 and december 2007.